Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. The customer will load a new cartridge to resolve the issue.